Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient underwent a surgical procedure where the ipg was placed into surgery mode. Following the procedure the ipg was unable to communicate with external devices. Programmer displayed error message "cannot connect to generator, generator is not responding, contact your clinician to solve the problem." Patient met with an abbott representative and after troubleshooting, ipg was reconnected, and effective therapy restored.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg would not connect to their patient controller after undergoing an unrelated surgery. The patient had reported the ipg had been placed in surgery mode. The rep met with the patient and was able to recover the ipg. Access to therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.